Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the arterial catheter does not work anymore; the arterial curve is not shown on the monitor. Occlusion?".

Event description:
It was reported that "the arterial catheter does not work anymore; the arterial curve is not shown on the monitor. Occlusion?".

Manufacturer narrative:
(B)(4). The customer returned one arterial catheter. Signs of use were identified in the form of biological material (dried blood) and sutures on the juncture hub. No defects or anomalies were identified. The catheter body measured 84mm in length , which is within the range of 82 - 86mm specified by the product drawing. A lab inventory syringe was used to inject water through the catheter. No issues were identified. The reported issue of an occlusion could not be confirmed. The lot number was not reported; therefore a device history record review was performed based on a potential lot number from the sales history of the customer. No relevant findings were identified. The instructions-for-use (IFU) that are packaged with this kit provides information on the care and maintenance of an inserted catheter. The customer reported issue of the catheter being obstructed was not confirmed during the complaint investigation. The customer returned one used arterial catheter for evaluation. Dimensional and functional inspections were performed and no issues were identified. A device history record review was performed based on sales history and no relevant findings were identified. No problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.